Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post implant of this 25 mm aortic bioprosthetic valve, it was explanted and replaced with a 23 mm aortic bioprosthetic valve due to severe paravalvular leak (pvl). The surgeon stated there was no malfunction of the bioprosthetic valve itself. No additional adverse patient effects were reported.